Event description:
The patient experienced sudden symptoms; patient had a real bad jerking that he thought he had a seizure, patient also suffered pain symptoms and these reportedly begun 3 days prior to the event report date. Patient had muscle spasms and could not walk. The reporter indicated that they had to call an ambulance and patient was admitted the following day following the onset of the symptoms. The patient was given a shot of dilaudid, a steroid shot and thinergan which calmed the patient down but the pain did not stop. The pain was reported to be worse on the night prior to the event report date. The patient took a baclofen, clonopine and pain pill because he was in such severe pain. The reporter indicated that they had to call an ambulance again and the patient was admitted. The reporter indicated that "that lowered his blood pressure and now it is high", the patient was not any better. At the time of this report, the situation was being addressed by the health care professional, the patient remained hospitalized and was given baclofen until he could get a doctor. The device system was used to deliver dilaudid. The causality and final outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).